Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, a prograsp forceps instrument locked up on the suture. The nurse had to open the emergency release key to get the instrument to release. They found a small piece of instrument inside the patient's anatomy afterward and it was able to be retrieved, the cable on the instrument became broken and frayed -"cable tract sheared off". The procedure was completed with no reported injury. On 07-mar-2022, an intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information. They used the instrument release key to open up the jaws of the instrument. She did not know what instrument was used to retrieve the fragment. She did state the fragment was retrieved in the same procedure and there was no injury to the patient. She wasn't sure how long the instrument was in use before it broke.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm/reproduce the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken grip cable at the distal end. The root cause is attributed to a component failure. A review of the instrument log of the prograsp forceps (part # 471093-11; lot # n10200831-0461) associated with this event has been performed. Per the logs, the instrument was last used on 10-feb-2022 on system (B)(4). The alleged event occurred on the 15th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged during a da vinci-assisted ventral hernia ipom surgical procedure, a fragment from a prograsp forceps instrument fell into the patient. The customer was able to remove the piece successfully during the same procedure.